Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set fell off events during use on 14-feb, and 03-mar-2024 and 20-mar-2024. No further information available.

Manufacturer narrative:
Initial and final MDR 1910265 - MDR 3003442380-2024-14003 - device 1 of 3.